Event description:
Clinical trial. It was reported that post index procedure, the patient expired. The index procedure treated a de novo lesion in the mid right coronary artery (rca). The lesion was 3.0 mm wide, 16 mm long, and 80% stenosed. There was mild calcification and mild tortuousity. The physician predilated the lesion prior to placing a 3.0 x 20 mm taxus express2 stent. Residual stenosis was 0%. The patient received aspirin, plavix, and gpiib/iiia inhibitors during the procedure. The patient was discharged one day later on plavix. It was noted that at the 6 month follow up, the patient was on both aspirin and plavix. On day 356, the patient expired due to congestive heart failure. The site was made aware of the death via a follow up phone call with a family member. There was no autopsy. In the opinion of the physician, there is an unknown relationship between the death and the stent. Further information is not available. The site did not receive death documents until in 2007.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.